Event description:
End user emailed customer service reporting syringe item 627155 lot 64262 being bent and having burrs.

Manufacturer narrative:
Initial trend analysis for lot 64262 was conducted, no malfunctions were found. This is the only complaint for lot 64262. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user emailed customer service reporting syringe item 627155 lot 64262 being bent and having burrs.

Manufacturer narrative:
Retained lot samples for syringe lot 64262 were tested for needle sharpness. No abnormalities were found during testing.